Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when performing stylus calibration on the programmer, the programmer froze all functions including the off button. The programmer needed to be unplugged and the battery removed in order to continue with programmer use. Stylus calibration was attempted twice unsuccessfully. The programmer is still in use. There was no patient involvement.